Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) exhibited a flash memory failure at defective bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor resets on boot up.